Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of damage and unreadable screen. The unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 1/17/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an enteral feeding pump. The customer states that the lcd was damaged to the point where no image was displayed on the screen; it was unreadable.